Event description:
It was reported that on (B)(6) 2016, a 25 mm portico tavi valve was implanted in the aortic position. On (B)(6) 2021, the patient was initially admitted to the hospital due to a left trochanteric fracture s/p fall. A conservative approach was recommended for the patient's fracture. Shortly before her scheduled discharge, the patient's condition suddenly deteriorated. On (B)(6) 2021, the patient received a transesophageal echocardiography which noted that there were floating structures on the aortic valve prosthesis, both on the ventricular and on the aortic side, not exceeding 4 mm by 4 mm. There was no aortic stenosis or aortic insufficiency observed. The patient was diagnosed with aortic valve endocarditis caused by staphylococcus aureus. The patient was given antibiotics and a conservative therapy due to her clinical condition as surgery was not an acceptable risk. The patient had a past medical history of acute kidney injury (aki), chronic kidney disease (ckd), hypertension, tricuspid valve insufficiency, atrial fibrillation, and type 2 diabetes mellitus. The patient did not have a prior history of endocarditis. It was reported that the patient died on (B)(6) 2021 despite having decreasing inflammation. No additional information was provided.

Manufacturer narrative:
An event of endocarditis and death were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.